Event description:
Procedure type: tep. According to the reporter: when a surgeon tried to inflate a balloon, it burst. So he couldn't use it. There was no pt involvement. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 minutes due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem. There was not blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4). Date of initial report sent on 02/19/2014.